Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double bundle was used during a scope cleaning performed on (B)(6) 2023. During the cleaning of duodenoscope, the brush detached from the clear plastic handle. The detached brush was retrieved by hand. The scope cleaning was completed with another of the same device. There was no patient involvement in the event.

Event description:
It was reported to boston scientific corporation that a hedgehog double bundle was used during a scope cleaning performed on (B)(6) 2023. During the cleaning of duodenoscope, the brush detached from the handle on valve brush. The detached brush was retrieved by hand. The scope cleaning was completed with another of the same device. There was no patient involvement in the event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results: the returned hedgehog dual-end brush was analyzed. Visual evaluation found that the large brush head was separated from the catheter and bent. No other problems were noted. The reported event was confirmed. It is possible that excessive or twisting force was applied to the brush during use, resulting in the separation. Based on all available information and analysis of the returned device, the most probable is unintended use error caused or contributed to event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.